Event description:
Reporting status: serious injury/medical intervention/permanent damage. Reporting rationale: guide wire separation requiring medical intervention. Device issue: guide wire separation. It was reported that the tip of the guide wire separated during the procedure while treating a lesion located in the proximal circumflex. A stent was successfully deployed to compress the guide wire tip against the vessel wall. No pt effects were reported. No add'l event or pt info is available.

Manufacturer narrative:
.